Event description:
A distributor reported to olympus on behalf of the customer, the 4k camera head had a no image problem. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was provided regarding this event. The intended procedure was appendix surgery, there was a five-minute delay, the patient was not anesthetized. The procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was no image on the monitor due to a defective camera cable unit. Additionally, the camera cable had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely it was broken because the cable protector part was buckled. The event can be prevented by following the instructions for use which state: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.